Event description:
The iab was inserted into the pt on 9/8/98. On 9/9/98, blood was noted in the tubing and the iab was removed. A second iab was inserted into the pt. No alarm sounded from the pump. On 9/11/98, the following info was reported to datascope: the iab was inserted into the pt on 9/8/98 at 6:00 p.m. On 9/9/98 at 8:00 a.m. The iab leaked and the iab was removed. A second iab was inserted into the pt. (Event complications: none from the event - reported 9/9/98, 9/11/98.) (Pt's current status: went for surgery - reported 9/9.)